Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer treated her glucose, but it kept getting higher. The blood glucose reading was 80mg/dl. The customer was vomiting and dehydrated and her glucose level was fluctuating while being in the hospital. The customer also reported experiencing stress, which may have caused her blood glucose to rise. The customer stated that the last time she changes the infusion was three days ago. Advised the customer to change the infusion set every two to three days. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further info was provided.